Event description:
Patient was revised to address lateral patella pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(6). Patient medical records and x-rays were provided. Review of patient x-rays did not find any evidence of poor device tracking. Review of medical records state poor device tracking was noted at revision surgery. The investigation could not draw any conclusions about the root cause of the device mal-tracking, however, medical records suggest patient soft tissue was a contributing factor. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify product contribution to the reported event or root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.